Event description:
In december 2010, the hospital installed 89 new monitors in the medical and surgical areas. By (B)(6) 2011, 7 of the pulse oximetry cables failed to work (failed to pick up or provided intermittent oxygen saturation (spo2) readings). The manufacturer has replaced the cables; but more cables continue to fail.======================manufacturer response for spo2 monitor cables, masimo cables (per site reporter)======================manufacturer has been replacing cables.

Event description:
In december 2010, the hospital installed 89 new monitors in the medical and surgical areas. By (B)(4) 2011, 7 of the pulse oximetry cables failed to work (failed to pick up or provided intermittent oxygen saturation (spo2) readings). The manufacturer has replaced the cables; but more cables continue to fail.======================manufacturer response for spo2 monitor cables, masimo cables (per site reporter)======================manufacturer has been replacing cables.